Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and evaluated and the customer's indicated failure mode in the incident lot was not observed as all product specifications were met. All samples were visually inspected for the presence of heparin additive, and all tubes were found to contain heparin spray coating on the inner walls of the tube. Following visual inspection, all samples were tested for the amount of the heparin additive and all samples were within specification requirements. In addition, we have recently performed a clinical investigation on seven lots of this tube type involving the same assays on this same instrumentation (j&j ortho vitros 5600). Replicates for the analyte tested: (ast) indicated no positive bias over all replicates and subjects tested on the ortho vitros¿ 5600. This study was performed at the j& j facility in rochester, ny. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that erroneous results occurred with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube. The following information was provided by the initial reporter, "material no: 367962; batch no: 8303725. It was reported the customer was having issues with elevated ast values. Plasma ast 57.3, serum ast 30.8, instrument 5600, d2 c 30 min. Customer is requesting a replacement case with a different batch number."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred with a bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tube. The following information was provided by the initial reporter, "material no: 367962; batch no: 8303725. It was reported the customer was having issues with elevated ast values. Plasma ast 57.3. Serum ast 30.8. Instrument 5600. D2 c 30 min. Customer is requesting a replacement case with a different batch number."